Manufacturer narrative:
The reported complaint of a "user advisory - ua16 (timeout moving to take-up position)" on the autopulse platform ((B)(4)) was confirmed during device power on and archive data reviews. The investigation finding determined that the root cause of the reported issue was due to seized brake gap on the drivetrain motor as a result of normal wear and tear. No physical damage observed on the ap platform during visual inspection. The autopulse platform is a reusable device and was manufactured on june 2013. The device has been operating for over 5 years and has exceeded its expected serviceable life of 5 years. During archive data review, multiple occurrences of ua16 error message were observed on the date the event occurred. Thus, confirming the reported complaint. The initial functional testing of the ap platform could not be performed due to ua16 (timeout moving to take-up position) displayed upon powering on. Thus, confirming the reported complaint. To remedy the reported issue, the seized brake gap identified during service evaluation was unseized and cleaned. The ap platform was then re-tested and as expected, it passed all functional tests and ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
The customer reported that during shift check, the user's autopulse platform ((B)(4)) displayed user advisory - ua16 (timeout moving to take-up position) error message upon powering on. User was unable to clear error message. No patient involvement.